Event description:
It was reported to boston scientific corporation on (B)(6) 2010 that an extract retrieval balloon was used on (B)(6) 2010 in an ercp (endoscopic retrograde cholangiopancreatography) procedure involving an adult patient (patient exact age, weight and date of birth are all unknown.) According to the complaint, during the procedure an extractor balloon would not inflate. Investigation results later revealed that the balloon had burst. The procedure was completed with another extractor balloon and there were no patient complications reported.

Manufacturer narrative:
The patient is over 18 years of age. A visual examination of the returned device revealed that the balloon had burst, which was different from the reported complaint of inflation failure. The balloon was also partially detached from the proximal bond. The catheter was inspected and no cosmetic defects were found. This failure occurs due to contact with a sharp exterior object such as a large calcified stone, damage due to use in tortuous anatomy or pressure from large stones in the cbd. The root cause of this complaint will be classified as operational context. (B)(4).